Event description:
During a routine hemodialysis treatment, the operator experienced a system alarm. In response to the alarm, the operator shut off the cycler. The blood in the cartridge circuit, which had remained stationary for approx 20 minutes prior to the operator contacting nxstage for assistance, was determined to have clotted. This resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The operator did not follow the proper instructions, as listed in the user's guide, to reset the alarm. The user's guide also states that the risk of clotting increases when the blood pump is stopped and instructs to return the blood if an alarm cannot be resolved promptly. The exact cause of the alarm is unk. There have been no reports of alarms on subsequent treatments. Occasional alarms during treatment are expected and should not result in a blood loss if user's guide instructions for alarm recovery and manual rinseback are followed. A direct correlation between the nxtage system one and the reported blood loss cannot be established. Nxtage reviewed the reported blood loss with the facility who has provided add'l operator training. Nxtage considers this report closed.